Event description:
During an aneurysm colling procedure, physician delivered a 2mm nxt coil and noted the tip of the coil was pass through the stent into the pt's paraent vessel. No conplications were reportted to have occurred with the ot as a result of this event.